Manufacturer narrative:
The glidescope avl monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and video baton. The analysis of the glidescope avl monitor revealed no faults, the unit functioned as intended. The analysis of the glidescope avl video baton 3-4 revealed a flashing led and no image. The root cause was attributed to baton failure. Upon review of the device history for serial number (B)(4) it was determined that the device was manufactured on 30 oct 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The glidescope avl monitor was returned to the customer and the glidescope avl video baton 3-4 was scrapped and a replacement was sent. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen would go out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.